Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer did not boot up; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer experienced an intermittent black screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.